Event description:
It was reported to resmed that an astral device alarm was triggered. The alarm resulted in unexpected restarts of the device. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference#: (B)(4). Device received, investigation pending.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a transient software issue. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device alarm was triggered. The alarm resulted in unexpected restarts of the device. There was no patient harm or serious injury reported as a result of this incident.